Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event occurred on an unspecified date and involved a 120" (305 cm) appx 15.8 ml, 15 drop admin set w/3 clave¿ clear, nanoclave¿ stopcock, 2 check valves, spin luer, 2 ext where it was reported that one of the sets had some sort of black growth in the drip chamber. There was unknown patient involvement, unknown patient harm and unknown delay in therapy.

Manufacturer narrative:
One used ac135 lot# 14082766 and one used ac135 lot# 14144071 were received for evaluation. Burnt embedded material was observed on the drip chamber of the set from lot# 14082766. The drip chamber was cut open and the material was confirmed to be embedded in the wall and not loose in the fluid path. No defects or anomalies noted on the other set. The reported complaint can be confirmed on the one used ac135 lot# 14082766. The probable cause is due to an error during molding in manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.